Event description:
No interventions have been taken or planned.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received regarding the patient. The patient continued to have problems with the wound due to discharge. The discharge was repeatedly cultured and was sterile. This issue was felt to be due to the patient¿s body rejecting the device and attempts were wanted to prevent explanted so the patient could get therapy. Topical conservative treatment and repeated debridement and suturing of the wound were ineffective. The patient was treated with a (B)(6) bath which also did not help. The vns system was explanted and the reported wound issues were related to surgery. Pictures were provided to the manufacturer showing the extrusion of the lead and electrodes and there was no pus in the wounds. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
The generator analysis was completed on (B)(4) 2013. Results of diagnostic testing indicated the device was operated properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The lead analysis was completed on (B)(4) 2013. During the visual analysis the connector boot and inner silicone tubes appeared to have been cut / torn. This most likely occurred due to manipulation of the lead during the explant procedure. The slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Event description:
On (B)(6) 2013, images of a post-operative vns implant site were provided with a possible allergic reaction. The incision sites appear red with several red, raised bumps. There were white rectangles with sutures on them noted at the incision sites: 4 at the chest incision site and 8 at the neck incision site. The patient¿s skin appears to have hives. The event began before (B)(6) 2013, and the patient returned to the physician with the same problem. The event was believed to be related to surgery. It was later stated that the patient was in full recovery/convalescence from those wounds. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.